Manufacturer narrative:
The reporter's product has not been received for investigation at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). The specific date of the event is not known. At 11:30 a.m. On (B)(6) 2020, a sample from the patient was tested using the complained meter, resulting with a value of 4.4 inr. At 12:00 p.m. On the same day, a sample from the patient was tested using the doctor's meter, resulting with a value of 2.7 inr. At 2:46 p.m. On the same day, a sample from the patient was tested using the complained meter, resulting with a value of 2.7 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is every second day.